Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, that sensor in for 3 days but not working . No additional patient or event information is available. Data was provided for evaluation. Data investigation confirmed a connection loss over 3 hours for transmitter serial number (B)(4). The root cause could not be determined. The reported issue of sensor in for 3 days but not working is reportable based on the finding of a loss of connection.